Event description:
It was reported that a patient underwent a laparoscopy on (B)(6) 2013. During the procedure, the device stopped working. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate/advance at the first trigger activation in core guard mode position. In subsequent activation, the blade extended without difficulty during functional evaluation when trigger was activated and the device operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.